Manufacturer narrative:
D9: device was received on 7/18/2024. One device was returned for repair in used condition. Physical condition of the device has scratched lcd lens, downstream occlusion (dso) seal bubble, dented air detector, and bent latch lock. There was no evidence to review in event history. This device has not been serviced in the past. Primary reported problem "air in line sensor damaged" was duplicated. During functional test, found latch/lock sensor faulty, status does not change from air to pass. The cause is the air detector. Replaced air detector to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air in line sensor damaged. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.